Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple ongoing occlusion alarms occurred. The customer's blood glucose level ranged from 396-397 mg/dl. Reportedly, the customer changed the cartridge and infusion set multiple times prior to calling tandem technical support, therefore, no troubleshooting could be performed to determine the cause of the occlusions.